Manufacturer narrative:
Pre-electrical check was conducted. After the deltaplush cerecyte microcoil 2.5 mm x 6 cm (cpl10025630/g10331) was deployed in the aneurysm; the detachment button was pushed. The coil could not be detached after five more times of detachment attempts. So it was removed safely. An sl-10 microcatheter (details unknown) was used. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. The product was not returned for evaluation. Without the return of the device, the root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design, or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
Pre-electrical check was conducted. After the deltaplush cerecyte microcoil 2.5 mm x 6 cm (cpl10025630/g10331) was deployed in the aneurysm; the detachment button was pushed. The coil could not be detached after five more times of detachment attempts. So it was removed safely. An sl-10 microcatheter (details unknown) was used. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped.